Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic gastrovideoscope went through a special leaking scope decontamination process on an oer- elite, instead of a regular cycle. It is possible that the device had been used on a patient. There was no patient or user harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was identified that the issue was caused due to the customer, who used the leaking scope decontamination process instead of the regular cycle. The most probable cause was the interaction between the user and device, or sample, caused or contributed to the error. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasonic gastrovideoscope went through a special leaking scope decontamination process on an oer- elite, instead of a regular cycle. It is possible that the device had been used on a patient. There was no patient or user harm reported.